Manufacturer narrative:
Additional information from section e phone number: (B)(6). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
As per the report received from germany, edwards received notification of a 52 mm evoque valve procedure. On post-operative day (pod) 14, the patient was hospitalized for heart failure, experienced clinical decompensation requiring ICU admission, and echocardiographic findings showed severe tricuspid regurgitation (grade 3+). The patient died in an external hospital on pod 19.